Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. The blood glucose was 185mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was flush. The caller mentioned that the device was not exposed to a high magnetic field. Assisted the customer to run a displacement test and passed. The manual prime and fixed prime were performed and the device did not alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.